Manufacturer narrative:
Patient¿s sex was not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 1 year and 5 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that while at the clinic, a low speed advisory and pump off alarm was observed. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the pump stoppage event on (B)(6) 2017 at 1057 while connected to one lead of the patient cable. On (B)(6) 2017, a distal end percutaneous lead (driveline) repair was performed on the entire external portion with no issues. After the repair, no additional alarms were observed and the patient was placed on a grounded patient cable. The patient will be monitored for a short time then discharged if the alarms do not return. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined. The log file captured no hazard alarms until (B)(6) 2017 when low speed and low flow hazard alarms became active. The event lasted for 20 seconds, and the white power cable was connected to the power module at the time. The pump resumed operation at the fixed speed without issue. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a driveline issue; however, a root cause for the pump stoppage could not be determined through the evaluation of the returned driveline segment. A section of the percutaneous lead (driveline) approximately 19 inches long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Metal braided shield break down was noted approximately 2.5 inches from the metal connector. In addition, minor kinks in the brown, red, and orange wire were observed approximately 5.5 inches from the metal connector; however, visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient is being closely monitored and remains ongoing on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.